Event description:
The customer reported that the system would not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The nodes were flashed, the fluoro functions board was replaced, and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service.